Manufacturer narrative:
During initiation, the incorrect quantities were noted for this complaint. Parts that pulled out are (1) 1868-01-026 and (2) 1868-64-014. Part numbers 1868-60-014 (2) are concomitant. Complaint has been updated to reflect correct part numbers. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision surgery for c5 corpectomy and fusion was performed (B)(6) 2017 at the alfred hospital. This was a revision procedure. Following the primary procedure, the plate 186801026 and 186864014 x 2 had pulled out of the c6 vertebral body 50 percent. The inferior part of 495.451 had also slipped anteriorly. In the primary procedure, the inferior part of the synmesh c was placed on the inferior endplate of the c5 vertebrae with the c5/6 disc below retained in addition. The synmesh c may have subsided. There was no identifiable issues with any of the implants upon removal. The revision was completed with a discectomy at c5/6 and c5 endplate removal at the level below and another synmesh c cage (rested on the inferior endplate of c4 and superior endplate of c6), skyline plate and screws were implanted. The plate was locked off as per the surgical technique. The surgeon was very pleased with the revision procedure.